Manufacturer narrative:
Patient weight and ethnicity: unknown; requested but not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to hazy vision. A non-johnson and johnson iol was implanted as replacement (same diopter +12.0). There was no patient injury. No additional medical or surgical intervention was required. The patient is doing better post-operatively. The device is not available to be returned. No further information was provided.